Event description:
The patient implanted 2 screws on (B) (6), 2007, and found screws broken on (B) (6), 2009.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.